Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to the emergency department following a syncopal episode. The syncopal episode occurred post implant of this ICD as part of a routine device replacement procedure after the patient had been discharged. Interrogation of the device with a programmer noted potential undersensing of atrial fibrillation (af). It was noted that atrial undersensing was noted during implant of this ICD. The root cause of the syncope was not determined. No additional adverse patient effects were reported. This device remains in service.